Event description:
Customer called to report a closed tube aliquoter (cta) sample probe leak and wash cup build up on the synchron lxi 725 clinical system. The customer technical specialist advised customer as to how to troubleshoot the instrument and found that the fittings on the sample probe, shear valve, and sample syringe were secure. The next day, the field service engineer (fse) inspected the instrument and found that the wash tower was not properly draining the waste because the waste line crimped off at the back of the instrument. The fse then fixed the waste line and primed it several times, allowing the instrument to operate without error. Customer did not report harm to patients or instrument operators.

Manufacturer narrative:
(B)(4).